Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a thin film is noted over both lenses. The surgeon feels this is affecting the pt's visual acuity and may be an allergic reaction to the lens material. Right eye: MDR #1119421-2007-00307, left eye: MDR #1119421-2007-00308.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 07/20/2007. Additional information was requested 06/2/2007, 07/03/2007 and 07/13/2007 by phone, mail, and fax. Additional information was received 07/11/2007 and 07/13/2007 by fax and phone.